Manufacturer narrative:
(B)(4). It could not be confirmed which of the two following clips experienced the single leaflet device attachment (slda): lot#: 71116u101; expiration date: 11/16/2018; lot#: 71122u164; expiration date: 11/22/2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported patient effect of worsening mr appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr) of grade 4. Two clips were implanted. An attempt was made to implant a third clip; however, the mean pressure gradient increased during grasp attempts. When the grasp was released and the clip was removed, the pressure gradient returned to baseline. The mr was reduced to grade 2. On (B)(6) 2018, a single leaflet device attachment (slda) occurred. Transthoracic echocardiogram (tte) was performed on (B)(6) 2018 and noted that the mr had increased from grade 2 to grade 2-3+. The patient is being treated medically and no additional intervention has been performed. No additional information was provided.